Event description:
During servicing of an electrode belt returned for routine maintenance, it was noted that several pins in the connector were bent. The last pt to wear the device did not report any problems with the connector.

Manufacturer narrative:
Eval: device eval has been completed. No adverse event resulted from the damaged pins. The most recent pt to use the electrode belt does not recall any damage to the connector pins before returning it to lifecor. The root cause cannot be positively identified, however, the most likely cause of the bent pins is improper use in the connectors were forced together in a twisting motion rather than aligning the connectors as described in the device labeling. The damaged connector will be replaced.